Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s display assembly was coming apart, rendering the device unusable, consistent with a bonding failure of the display component; a replacement was arranged, and the patient will use backup therapy in the interim. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including images. Investigation of this case revealed a stress-related issue consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.